Event description:
It was reported that pump displayed malfunction alarm after pump was dropped, and caller was unable to complete troubleshooting at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer later declined further troubleshooting, began using own tandem pump for insulin therapy, and was instructed to place malfunctioning pump into storage mode before returning it; technical support created replacement order for malfunctioning pump, arranged shipment to field representative, and closed case.